Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that there was a general complaint of "air in line" alarms occurring within seconds of pressing the start key to initiate an infusion. This was reported to bd representatives during their site visit. Although requested, no specific details were provided. There was no information on patient involvement.